Event description:
During surgical procedure to remove herniated disc at l5-s1, the rongeur broke while in the disc space causing a need to perform a bilateral hemilaminectomy to recover the jaw of the kerrison. Pt went home with urinary catheter in place.